Manufacturer narrative:
Age, weight, race: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted for an unspecified reason. The lens was discarded. No other information was provided. Through follow-up, it was learned that the reason the lens was explanted from the patient's operative eye was due to lens dislocation. A new lens was implanted, however, the replacement lens information was not available. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient outcome was unavailable. No other information was provided.